Manufacturer narrative:
This report is submitted on december 28, 2023.

Event description:
Per the clinic, the device was explanted (specific date not reported) due to unspecific medical reason. Re-implantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 02, 2024.

Manufacturer narrative:
Per the clinic, the patient experienced a performance decrement due to migration of the electrode array subsequent to sustaining a head trauma. The patient was reimplanted with another cochlear device on (B)(6) 2024. This report is submitted on february 23, 2024.